Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 01/01/2008 - 10/23/2010 of complaints for add'l reportable events. A field svc engineer was coincidentally on-site at the time of the incident ((B)(6) 2009) working on other equipment. The ups (power supply) burned in this incident was subsequently replaced on (B)(4) 2009 by the field svc engineer and the performance of the lh750 analyzer was verified. The burned ups was returned to beckman coulter and inspected. It appears that the fire resulted from component failure (shorted ac socket) due to high temp from a poor electrical connection. The poor connection was due to either dust being present or, more likely, a loosely connected ac power cord. The building's electrical protection was not effective in this case as it did not cut off power to the equipment when the short occurred.

Event description:
On (B)(6) 2009, sparks and flames were observed coming out of the back of the ups (uninterruptible power supply) supplied by beckman coulter with the coulter lh750 hematology analyzer. Lab personnel attempted to extinguish flames with a fire extinguisher; however, flames went out only after ups was unplugged from wall outlet. The lab was evacuated, the fire alarm was initiated and the fire department was called. There were no injuries. No one sought medical attention as a result of this incident.